Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data have been analyzed. The documented pacing and shock impedances as well as the sense amplitudes and pacing thresholds were inspected and found to be normal and as expected, confirming the clinical observation. During the inspection of the available iegms one regular vf was noticed, detected by the device at 11:06 am. The vf was successfully terminated by the device, showing a normal device behaviour. Further investigations of the device data revealed several manual changes of the anti-bradycardia pacing parameters as well as the tachycardia detection criteria. Additionally, multiple manually triggered shocks were documented. In conclusion, the analysis of the device data revealed no indication of a device malfunction. However, should additional relevant information become available, this investigation will be updated.

Event description:
It was reported, that on (B)(6) 2015, this system was implanted through cannulation of left subclavian vein. A subcutaneous pocket under left clavicle was made. The lead was successfully positioned in right ventricular apex without complication. Sensing, pacing and shock impedance values measured were in normal range. After the implantation procedure the patient was transferred in in-patient unit. After some minutes, the patient reportedly showed dyspnea. The ward physician performed an echocardiography in order to check if there was a cardiac tamponade, but the pericardium didn't show anomalies or any sign of pericardial effusion. A severe left ventricular dysfunction and tachycardia was noted. Shortly after this the heart rate decreased rapidly becoming cardiac arrest due to electromechanic dissociation. The physicians performed cardiopulmonary resuscitation maneuvers, with ventricular defibrillation both with ICD and external defibrillator (for some time the automatic detection of tachyarrhythmias of ICD was deactivated to allow the resuscitation maneuvers). The ICD showed a correct function. The patient expired.